Event description:
The customer reported that the monitor fell and hit a patient. Information received from the field service engineer (fse) indicates that the patient suffered a small bruise and no serious injury occurred or emergent care provided.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.